Event description:
It was reported that the patient presented for a scheduled procedure. During the implant the physician noted that the left ventricular lead felt ¿crunchy and ¿sticky¿. After slitting, the lead dislodged. The lead was not used, and a new lead was implanted. The patient was in stable condition post procedure.

Manufacturer narrative:
The reported events were lead dislodgement and lead was ¿crunchy and sticky¿. A complete lead was returned in one piece. The s-curve hump height was measured within specification. The reported event of lead was ¿crunchy and sticky¿ was not confirmed. Visual inspection of the lead did not find any anomalies except for procedural damage.